Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing failure and high pacing thresholds were confirmed after implant. Upon checking an x-ray image, it was noted that the right atrial (ra) lead and right ventricular (rv) lead lads had dislodged, and the device had migrated. A repositioning procedure took place and re-fixation of the leads was done with good measurements. No additional adverse patient effects were reported.

Event description:
Additional information noted that another repositioning procedure occurred due to the rv and ra leads dislodging again and the device migrating. The leads were repositioned but the helix of the ra lead was not possible to extend. The physician finally decided to not reposition the ra or rv lead and not use the same device. A new system was implanted. The old system will not be returned. No additional adverse patient effects were reported.